Event description:
As reported by our affiliates in spain, approximately nine years and ten months post-implant of a 20mm sapien xt valve, in the aortic position, a valve in valve (v-I-v) procedure with a non-edwards self-expanding valve was needed, due to degeneratio n (aortic stenosis with gradients of 127/72 mmhg and mild ar, restricted leaflet mobility and calcification). Patient was symptomatic (nyha iii and with an admission in (B)(6) 2021 due to heart failure). Left carotid valve-in-valve implant was successful. Patient was discharged on pod4.

Manufacturer narrative:
Update to b4, b5, b7, g3, h2, h6 and h10 to reflect additional information and device evaluation. No product returned engineering evaluation performed with applicable technical summary written by edwards lifesciences. As the device was not returned, no visual inspection, functional testing or dimensional testing was able to be performed. No imagery was provided for review. Review of complaint activities/attachments revealed the following additional information relevant to the complaints event: valve degeneration questionnaire revealed the following patient medical history/co-morbidities of chronic renal failure and hypercholesterolemia. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no device history records (DHR) is required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Review of IFU/training material is captured in the technical summary written by edwards lifesciences, which applies to this complaint event. As technical summary applies to this complaint event, an engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The complaint was unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented for root cause analysis on valve calcification over time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported related complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Given that there is no evidence of product non-conformance or device malfunction as reported, ''approximately, ten years post-implant, a viv procedure with a navitor self-expanding valve was needed, due to degeneration of the valve (aortic stenosis with gradients of 127/72 mmhg and mild ar, restricted leaflet movility and calcification.'' Per technical summary, ''calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue.'' It should be noted that valve degeneration questionnaire, the patient had chronic renal failure and hypercholesterolemia. Based on the limited information provided, available information suggests patient factors (chronic renal failure and hypercholesterolemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The implant date is known only as "2011". Therefore, (B)(6) 2011 is being used to calculate the minimum implant duration. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), approximately nine years and ten months post-implant of a 20mm sapien xt valve, in the aortic position, a valve in valve (v-I-v) procedure with a non-edwards self-expanding valve was needed, due to degeneration. New valve was successfully implanted.